Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, a perforation occurred on the gastric body. The physician used clips to close the perforation and continued the procedure. The intended procedure was completed. It was reported that perforation occurred because the patient's submucosa was thin more than expected. This is the report regarding the perforation.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The device handling that may result in perforation has been warned in the instruction manual as follows; do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time. Do not force the cutting knife against tissue with excessive force while activating output. Otherwise, unintended resection, perforation and bleeding may occur. When resecting tissue, always confirm the direction of resection and use the instrument without excessive force.